Event description:
It was reported that recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. It was reported that the stability of the 33mm watchman laa closure device was poor after the deployment. When the physician fully recaptured the watchman closure device, it was difficult to recapture the device. It was eventually able to be fully recaptured, but both the watchman delivery system and access system were noted to be damaged. The procedure was unable to be completed due to this event. No patient complications were noted and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system (wds) with the implant in the sheath, blood in the device, and tissue on the implant fabric. The implant, sheath, hub, core wire and tip were microscopically and visually inspected. Inspection found numerous kinks in the sheath, and abrasions on the inside of the sheath at the tip. The tip had damage consisting of flared and torn tri-cuts, and there was a kink in the distal marker band. The implant had anchor damage. The observed tip damage and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. The core wire was kinked 4cm from the proximal end. Functional testing could not be performed due to the damage incurred on the device.

Event description:
It was reported that recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. It was reported that the stability of the 33mm watchman laa closure device was poor after the deployment. When the physician fully recaptured the watchman closure device, it was difficult to recapture the device. It was eventually able to be fully recaptured, but both the watchman delivery system and access system were noted to be damaged. The procedure was unable to be completed due to this event. No patient complications were noted and the patient is stable.